Manufacturer narrative:
No product will be returned per customer. The customers complaint could not be confirmed because the product was not sequestered and will not be returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported a leak on the patients floor. The user noticed dripping between neutron and syringe pump tubing and found a crack where the neutron twists into the connection. The tubing was clamped and disconnected from patient and new tubing and unspecified medication restarted.